Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was processed and released based on company acceptance criteria. During onsite visit fse (field service engineer) performed a complete system verification and found system met specification. Technical root cause could not be determined as the system is performing within specifications and as intended. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported cyclotorsion failed on some cases. Additional information has been requested.